Event description:
Customer reported that he was involved in a vehicle accident due to low blood glucose. Paramedics were called and he was hospitalized due to low blood glucose. The blood glucose reading was unknown at the time the paramedics arrived. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.